Event description:
The patient underwent prophylactic generator replacement. The generator was received for analysis and was completed. Review of data received showed the most recent 25% changes in impedance which indicated that high impedance was seen on (B)(6) 2020 with a value of 5556 ohms. The impedance fluctuated back to normal at 4458 ohms and on (B)(6) 2020 then back to high 5669 ohms. The fluctuations may be indicative of an intermittent lead fracture. No additional relevant information has been received to date.